Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of bent grip tips related to the customer reported complaint. The reported event with the instrument was replicated and confirmed. The instrument misaligned. The offset at the tips was 0.30mm, which is ¿severely bent". Probable root cause of the bent grip tips is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not load correctly. The customer tried multiple times to get the medium-large clip applier instrument to fire, and it would not apply the clip. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained additional information. Clip applier issue occurred prior to clip application in the patient and while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon experience unexpected motion of clip applier while attempting to clip and it would not fire the clip. Customer used a backup instrument. Instrument is returned. No video or image is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.